Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 35 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded no material or product problem.

Event description:
Implant fracture.